Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at (B)(6) by the investigation team. According to the device explantation report form, the patient reported that for 2-3 weeks hearing with the device was intermittent. At one point she was no longer to hear any sound. Additional information has been requested from the field.

Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
According to the device explantation report form, the patient reported that for 2-3 weeks hearing with the device was intermittent. At one point she was no longer able to hear any sound. The patient has been re-implanted.